Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery appears to have rotated and is no longer flat, making it difficult for the recharger to connect. The steps taken were noted to be that the rep was able to find a position in which the patient could charge; however the patient has elected for a replacement to a non-rechargeable device. No additional information was noted.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Product ID wr9220 serial# (B)(6): product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they couldn't get their recharger to work to charge their implant. The patient stated it was taking forever to even charge the recharger up, that it had been on the dock for 8 hours and the recharger hadn't even fully charged, it wasn't 'communicating' not charging and not connecting with the handset and that the issue had been going on for about a year. The patient stated last month they took forever to get the ins charged up to only 50%. But that now the ins was at 10% and that they'd had difficulty charging the ins since the beginning though in the last year it had gotten worse. The patient stated the recharger wouldn't even work with the belt so they had to take it out of the belt and press it down over the ins site. At the time of the call, the patient was seeing a "not found" message. Patient services had the patient do a recharger reset and the patient then received a 3167 service code. The patient then dismissed the code, and the recharger application showed the recharger went to searching for the ins and the recharger power button was "circling". The patient placed the recharger over their ins site. The patient stated that their previous ins had been larger and that their current ins was "smaller" so the pocket was bigger, and the ins m oved around in the pocket but the patient stated they were still able to connect to the ins to change the programs, they just had a difficult time with charging the ins and they thought the issue was with the recharger. Patient services redirected the patient to follow up with their managing health care provider (hcp) about their concerns about the ins pocket and reviewed recharger maintenance best practices. The patient stated they never kept the recharger on the dock when they weren't using it and that they'd just charge it up when they needed to use it. The patient did not have their dock with them at the time of the call to troubleshoot further with the recharger and the application screen just kept showing the recharger was "searching" for the ins. The patient never received an error message or service code on the handset. Patient services reviewed with the patient to call back to continue troubleshooting with the recharger and the dock but also advised the patient to follow up with their managing health care provider (hcp) about the ins pocket site. Patient services again redirected the patient to follow up with their hcp about their concerns but reviewed with the patient to call back when they were with the charging dock to continue troubleshooting the recharger. The patient stated they'd call back when they were with the dock to continue troubleshooting but did confirm that there was a green light at the back of the dock and that they were using the thick charging cable for the dock. Additional information was received from the patient. They reported that the recharger would not connect to the implanted neurostimulator to charge. The patient reported seeing a service code of 2113 and 2700. Patient said they had reset the charger twice with someone from medtronic yesterday but that did not resolve the issue. Pt said it also it takes forever to charge the charger they left it on the dock plugged into power for 8 hours then again for another 8 hours and only 2 green battery lights are showing on the charger. Patient service specialist had the patient do a reset of the charger off and on the dock. Patient reported seeing the normal recharging screen with excellent connection 10% and then it went back to searching for device and pt was unable to resolve that by repositioning the charger. Pt said they know their therapy is still turned on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Agent reviewed some MRI safety consideration information and redirected pt to continue working with their doctor. Additional information was received from the patient. The patient was transferred to patient services from healthcare it. Healthcare it explained that they just updated the patient's applications which could have been contributing to the patient's issues because a lot needed updating. When patient services took the call and spoke with the patient, the patient reported seeing a not found message and that they'd gotten a 4100 service code on saturday when trying to charge. Patient services had the patient enter into the recharger application and turn the recharger on and the application said "recharger inactive. Recharger is docked." The patient then removed the recharger from the dock and powered it on. The patient then got a 2702 service code. Patient services reviewed the meaning of that code and the patient admitted they were next to their washer and dryer so they moved away from any metal in their house. They went into a room with an air conditioner (ac) and patient services had the patient stay on the opposite side of the room from the ac. The patient's recharger application then showed the recharger was searching for the ins. The patient placed the recharger over the ins site and it showed "excellent connection" for 3 seconds but then went right back to searching. The patient stated once again that they've had trouble charging since day 1, but that especially the issue started within the last three months. The patient stated they charged 1x month and that they'd charge when the ins got down to 20% but that now they weren't able to charge at all. It would just connect for 3 seconds then lose connection again. The patient then received a 1707 service code which they stated they also received on friday. The patient held the recharger over the ins on the left side of the ins because the left side stuck out a little more and they had to stand while charging and cross their legs but even now that wasn't working. The patient denied having had any falls or traumas and stated the only thing they did at least once a month around their house was used a weed eater which they said their hcp told them would be ok. Patient services reviewed considerations for electromagnetic interference with the patient. The patient stated they thought there was something up with their ins and that they'd have to reach out to their managing health care provider (hcp). Patient services redirected the patient to follow up with their managing health care provider (hcp). The patient also stated that because they couldn't charge the ins, they now had "pain up the back" and their bladder needed emptying. The patient stated they were using cold compresses, drinking 100% cranberry juice extract and organic part cherry juice for inflammation because they were trying to not get a urinary tract infection (uti). The patient stated they slept in a fetal position. Patient services reviewed with the patient to contact their hcp about the issue and to get to an emergency room in the meantime if their symptoms continued to get worse. The pat ient stated their symptoms were "getting there" and noted they would reach out to their hcp and seek medical attention if needed. The patient stated they would fax the hcp on wednesday because they never answered their calls. Patient services also sent an email to the field to alert them of the situation at the patient's request.

Manufacturer narrative:
H3: analysis of the returned wireless recharger indicated that there were no visual anomalies observed. Non-persistent cross talk errors (1402, 1202, 1203, and 9767) and other non-persistent errors (1707 and 2702) were observed in the logs. These errors do not impact the functionality of the wireless recharger. The patient's allegation was not confirmed. The device passed integration testing and charged the implant from 60% to 100% in 30 minutes without disconnecting. The wireless recharger charged to 100% overnight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.